Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise, over sensing and decrease in r wave sensing. The noise could be reproduced with isometrics. Upon lead revision, an insulation anomaly was noted on the lead. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).